Event description:
A report stated a healthcare worker had hydrogen peroxide contact on the right hand on the palm between the thumb and the 1st finger and between the 1st finger and the tip of the 2nd and 3rd fingers. The worker saw the health nurse and then went the emergency department. Worker was given antibiotic ointment to apply on the affected areas and something for pain. It is not known how the contact occurred. The vaporizer plate was not in place when the event occurred.

Event description:
Review of the original complaint information that was received in french showed that in translating from frence to english the event was inadvertently translated incorrectly. The event as correctly translated stated, "a pt developed a severe allergy in the neck, arms, legs, hands and the eyelids during retrieval of the instruments and when pt walks past the machine."